Event description:
The consumer was allegedly thrown from their wheelchair when the attendant pushed the chair in a reckless manner at a speed too fast. The consumer allegedly sustained a fractured right femur.